Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The customer reported that: "operation on left femur. When the gamma nail was inserted, it became stuck on the guide. Consequence opening of a new nail to continue the operation."